Event description:
It was reported that atypical tip split occurred. A transcatheter aortic valve implant (tavi) procedure was performed with use of an 14f isleeve introducer sheath for femoral access. During the tavi an acurate prime valve and delivery system were advanced through the 14f isleeve introducer sheath. At the conclusion of the tavi, after 14f isleeve introducer sheath withdrawal, the physician observed the tip of the 14f isleeve introducer sheath was split uncommonly. The tip was split only at one point, creating an anchor shape which the physician felt could be dangerous. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the 14f isleeve introducer sheath was returned and device analysis was performed by a bsc quality technician. The returned device consisted of an 14f isleeve introducer sheath with the dilator completely inside the sheath up to the hub with the tip protruding out of the tip. Visual and microscopic examination identified the 14f isleeve introducer sheath to be kinked in three (3) locations at approximately 18cm, 19cm, and 21.5cm distal of the strain relief. All three (3) seams were expanded, and the tip was split at the seam. As the seams are designed to expand and the tip to split with use to allow passage ancillary devices, this is not considered damage to the device. The tip was split on both sides of the seam so that a portion of the tip started to tear upwards creating a tab/flap, almost detached with only a small portion keeping the tab/flap attached to the remainder of the tip. Product analysis confirmed the tip was damaged.

Event description:
It was reported that the tip split in a manner creating an anchor shape occurred. A transcatheter aortic valve implant (tavi) procedure was performed with use of an 14f isleeve introducer sheath for femoral access. During the tavi an accurate prime valve and delivery system were advanced through the 14f isleeve introducer sheath. At the conclusion of the tavi, after 14f isleeve introducer sheath withdrawal, the physician observed the tip of the 14f isleeve introducer sheath was split uncommonly. The tip was split only at one point, creating an anchor shape which the physician felt could be dangerous.